Event description:
The international customer reported the ventilator alarmed due to a low oxygen supply pressure when preparing the device for use. The ventilator will alarm if the oxygen supply pressure is less than 30 psig and delivered oxygen is at least 5% lower than o2 setting. Per the device user manual, the source must be able to deliver 100% oxygen regulated to 276 to 600 kpa (40 to 87 psig). The ventilator continues to deliver as much oxygen as possible, but ends oxygen support when oxygen inlet pressure drops to less than 18 psig. Loss of the oxygen source can be detrimental to a patient if in use. The customer reported to the service technician that the low oxygen supply pressure alarm was due to a leak in the hospitals oxygen source, thereby causing the reported alarm condition. This is being reported as user error.